Event description:
It was reported that the catheter was placed on (B)(6) 2025 and removed on (B)(6) 2025 because the lock sleeve had come off the catheter. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the catheter found that the catheter tubing was fractured at the 36 cm depth marker. The corresponding opposite fracture site was not visible at the distal end of the two-piece connector. The two-piece connector was disassembled and a portion of catheter tubing was found threaded over the proximal connector cannula. The catheter tubing had a complete fracture, occurring away from the tip of the connector cannula. Circumferential deformation of the catheter tubing was observed near the fracture site, such that the tubing had a bowed appearance. The appearance of the deformation likely indicated that the tubing had been bunched up inside the two-piece connector. Inspection of the break site found that the fracture edges were uneven/ jagged and the fracture surface was granular, both features consistent with tensile stress. Based on the available evidence, it is likely that the catheter tubing was bunched up inside the connector, causing weak points and material stress to develop, and eventually propagating into a complete break. Bunching up of the tubing may occur due to excessive force or manipulation of the catheter tubing during threading of the catheter through the distal two-piece connector. This complaint will be recorded for future trending and monitoring purposes.